Event description:
The customer reported to olympus, when commencing to clean the bronchofibervideoscope after it had been previously used in an endobronchial ultrasound bronchoscopy (ebus) procedure, it was observed that the balloon was not attached. Upon further searching, the balloon was found on the floor of the procedure room between the patient's bed and the stack where the scope was hanging. There was no report of delay or patient harm. This report is linked to the patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.